Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation/use error: observed an opening assessed as surgical damage. ¿ capsular contracture: unable to observe. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "grade 4 capsular contracture". Healthcare professional later reported "any creases associated with hole" and "ruptured in procedure" via rga form. This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported "grade 4 capsular contracture". Healthcare professional later reported "any creases associated with hole" and "ruptured in procedure" via rga form. This record is for the right side. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ deflation/ use error: no observed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, d1, d4, d.6a, d9, h3, h4, h6.

Event description:
The reported event "ruptured in procedure" is not related to the device.